Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise on the atrial lead that caused inappropriate mode switch. Noise was reproducible with left arm movements. Impedance values on the lead were also trending down. The lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.